Manufacturer narrative:
The product is expected to be returned and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the kbr178, infinity tm anteromedial guide 7/8mm drill guide, lot number 1047127, was used in a right knee acl reconstruction procedure on (B)(6) 2019. The doctor inserted the infinity anteromedial guide into the patients right knee and secured onto the femoral wall. The 3.5mm spade tip drill was used to drill a tunnel in the femur. The am guide was then removed but mr shah felt that it was a bit stuck and therefore used a rotational motion to try and remove the guide from the knee and "wiggled" it against the femur. When the guide was removed from the knee, it was noticed that the end of the guide was bent and the metal has snapped. There was a 1-minute delay reported. There was no user injury or impact reported. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Although customer provided photos of the reported incident; examination of the returned used device, item kbr178 performed per print p000002084, rev-b could not confirm the reported problem. No fault found with returned device. See attached photo for details. No functional failure or defect could be identified. All testing demonstrated as designed functionality. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .012 per the instructions for use, the user is advised the following; do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional information has been provided in h4 and h5. This issue will continue to be monitored through the complaint system to assure patient safety.